Event description:
It was reported crown was mobile due to fractured implant platform. Implant was removed and patient will return for future placement. Tooth site 21.Noted inflammation.

Manufacturer narrative:
ZimVie complaint number (b)(4).A4: Patient Weight: unknown / not provided